Event description:
During a surgical procedure performed at (B)(6), the shim on the pks open forceps, detached and fell into the pt. The shim was recovered from the pt with no pt harm. Another like device was used to complete the procedure.

Manufacturer narrative:
A voluntary recall letter was sent to this facility in (B)(6) 2009 stating to stop using the affected product and return it back to gyrus acmi. The lot number of this device was contained within the recall notice. Analysis has found the root cause of the failure to be an adhesive bonding issue between the jaws of the forceps and the shim. Since that time process improvements to the bonding operation has been implemented and validated allowing the release to shipping of the open forceps in (B)(6) 2010. Our sales rep has verified that none of their remaining inventory contains the old stock.